Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Device was programmed with the current time and date and monitored for one week. The time and date are functioning properly with no delays or speedups noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had time anomaly since the last 3 weeks for more or less than 17 mins. Customer's blood glucose value was 9.1 mmol/l. Customer stated that the loss was greater than 1 minute per week and loss was greater then 4 minutes per month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.